Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified common iliac artery. A 8.0mmx40mmx135cm (4f) sterling balloon catheter was advanced but failed to cross the lesion. After the device crossed the lesion, dilation was performed. However, during the second inflation at a duration of 3 seconds, the balloon ruptured. The procedure was completed with a different device. No patient compilations were reported.